Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. The nozzle was clogged with foreign material which cannot be taken out. In addition, the following non-reportable malfunctions were found during device evaluation: switch button 2 was leaking, channel tube was leaking, switch button 1 was damaged, and objective lens was cracked. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope air/water nozzle clogged during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, there is a leak from switch 2 and the forceps channel. It is likely that leakage from switch 2 and the forceps channel may have prevented proper reprocessing and removal of the foreign object. The event can be detected/prevented by following the instructions for use which state: "inspection of the air-feeding function and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.